Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis.electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that a patient alert sound for the device reaching recommended replacement time (rrt) and the longevity was unexpected. It was noted that the pre-arrhythmia electrogram was "on all the time". The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk on (B)(6) 2012, device rrt less than equal to 2.62 volts. Weekly battery voltage trend data shows minimum battery equal to 2.64 to 2.62 volts between (B)(6) 2012. There was a low battery voltage alert on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.